Manufacturer narrative:
1. DHR/bhr review lot#4016760. 1-the products of this batch were assembled at intima ii auto line 4 in february 2024, and packaged at r240 package line and cfs package line in february 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the root cause of the leakage at the interface cannot be determined because no abnormalities are found in the production process and retained sample, no similar have been received from other hospitals regarding this batch of products, and no defective sample is received for further examination.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked. An intravenous indwelling needle was given preoperatively using a model: 383012y 20g, and when venting, a leak was found at the interface, which was unused, and the indwelling needle was replaced.